Event description:
Pt was at a facility for removal of hickman catheter. On removal the catheter split. The pt was transferred to another facility's radiology dept. The catheter was removed by an interventional radiologist.